Event description:
Patient reported "rupture, diagnosed via ultrasound and confirmed intraoperatively during explanting surgery" and "breast pain". Later patient reported "contents have gone beyond its membrane", "implant covered in mucus", "chest pain" and "lymphadenopathy" confirmed via ultrasound. Later healthcare professional reported "enlarged axillary lymph nodes", "breast tightening" and "capsular contracture baker grade iii". Later healthcare professional reported "the gel has migrated beyond the silicone shell", "large implants" and "axillary lymphadenopathy were larger". This record is for the left side. Device was explanted and will not be returned.

Manufacturer narrative:
Clarification to b3 date of event: partial date (B)(6) 2024. A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: rupture and silicone migration: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe as it is not related to the manufacturing process. Capsular contracture: unable to observe as it is not related to the manufacturing process. No further actions are required since no issue in the manufacturing of the device is observed. The events of "capsular contracture" and "lymphadenopathy" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; rupture; "gel has migrated beyond the silicone shell"; "enlarged axillary lymph nodes."